Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced drooping of the left side of the face and weakness in the left arm. A computed tomography scan confirmed the patient experienced an ischemic stroke. The patient was in stable condition.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not available for evaluation. (Stroke): the root cause of the injury was unable to be determined due to insufficient clinical details.